Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations.this MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump became unresponsive to touch input while it could still be unlocked, and the screen was confirmed cracked; the device was replaced. Symptoms included hyperglycemia, with glucose levels reported in the 300s and no associated clinical symptoms. Outcomes included temporary use of manual insulin injections, no ketone testing, and no medical intervention or hospitalization. Investigation included customer interview and collection of device performance details. Investigation of this case revealed a damaged display that impaired user interaction, consistent with a touchscreen/display component failure leading to inability to operate the device and resulting hyperglycemia. It was concluded, based on previously established findings for similar reports, that the cause was device damage due to a broken screen.